Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed an code error 41786. There was no reported patient involvement.

Manufacturer narrative:
H3: the suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The system fault was noted in the ehl. Service history identified that no previous repair has been noted in the last 12 months. The device was visually inspected. An error code 41786 was noted. The allegation made by the complainant was confirmed. The probable cause of the issue was main board. Replaced main board. The device passed all functional tests after the repair.